Event description:
It was reported that a temporary loss of right ventricular capture and oversensing were observed through the use of a holter monitor. No patient symptoms or intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.